Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive prying/leveraging and/or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/18/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8400ex excalibur began to produce debris during use. This was discovered during use in an arthroscopy case. The fragments were unable to be removed. The case was completed using a replacement product.